Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was atrial noise due to the minute ventillation signal from the device. It was indicated this was due to higher impedance measurements. As a result, minute ventillation was programmed off. No adverse patient effects were reported.